Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017, the chuck of the cable cutter broke. No fragments were generated from broken device. Procedure was completed successfully without any surgical delay or harm to the patient. No other medical intervention required during the procedure. Patient outcome is reported as fine. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 03.607.513 , lot number: l564372 , manufacturing location: umkirch , release to warehouse date: 20 september 2017 . No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality conducted an investigation of the returned device. A front cutter 03.607.513 with one broken off corner portion on the upper lever, which is located opposite to the stop feature of the under lever, was received for investigation. The broken off portion is available. The fracture surfaces are homogeneous, indicating material conformity. The area of the broken off corner portion is not subjected to any force impact while proper cutting process. Such damage can occur only during improper application of the instrument. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could have led to the failure as complained. The correct stainless steel 1.4112 was used and the tested hardness was within the specification of 52 +4 / 0 hrc with measured 53.9 hrc. This lot of 30 pieces was manufactured in september 2017, all devices of this lot are sold and we are not aware of any other complaint for this article- and lot number. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The present damage and the blunt cutting blades indicate applied mechanical overload and improper use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.